Event description:
It was reported via repair work order that the head end jack was stuck raised and could not lower due to out of adjustment pedal linkage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.